Event description:
A pt rec'd a scleral burn during a cataract extraction procedure using this needle with a phacoemulsification handpiece. There was no report of additional injury to the pt. The burn occurred at the incision site.